Event description:
It was reported that during a prostate procedure, the tip of the fiber became loose and the output beam was observed to be forward firing after 13 minutes and 126,289 joules of use. The case was completed with a second surgical fiber. There were no patient complications reported due to this event.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface; there is misalignment of the metal cap output window with the red stop sign; the metal cap is loose within the outer flow tubing; the outer flow tubing open end exhibits minor scratch marks, and signs of slight melting. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context. The probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode.